Event description:
It was reported the scs lead had migrated. In addition. High impedances were identified on contacts 9-12. The physician removed and replaced the scs lead on (B)(6) 2012. Improved coverage and normal impedance levels were reported post-operatively.

Manufacturer narrative:
Eval results: the complaint was confirmed. Visual observation under the microscope revealed kinks with all wires broken 5 cm from the stimulation end. As there was no breach of the outer tubing where the fracture occurred, the damage observed was consistent with repetitive overstress the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.